Event description:
Manufacturer's rep reported pt developed overdose symptoms of hypotension, dizziness, and nausea shortly after 18 cc pump reservoir refilled with 21 cc of drug (morphine). Narcan was administered and pt responded. Manufacturer suspects a subcutaneous pump pocket fill.